Manufacturer narrative:
Correction to MDR MFR report #1220648-2024-12446-01: added-d10 added tavr as a concomitant medical product as the investigation found the fracture was determined to be characteristic of interaction with transcatheter aortic valve replacement (tavr).

Manufacturer narrative:
The impella device was received from the customer on 30-may-2024 therefore, an evaluation of the device is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 83-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp pump that was placed for support of a patient with a known corevalve. The pump had low flows and the pump support was discussed with md and abiomed rep. The pump support continued for a total of 45hours until family made choice to withdraw care. The pump was not replaced due to the plan to withdraw care.

Manufacturer narrative:
The investigation for the reported low pump flow. Pump was returned and investigated. Significant biomaterial was found in the cannula and around impeller blades. Also, the impeller blades were found to be chipped and damaged after removal of the biomaterial. The root cause of the low pump flow issue was fractured impeller blade(s). The fracture was characteristic of an interaction with a transcatheter aortic valve replacement (tavr). Added- b1 selected product problem. D4-corrected model number. D8-device available for evaluation changed to yes. F6/f8 should have been left blank in the initial report.